Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient experienced a fall. The patient stated they didn't know if the device may have caused the fall. Patient then stated they didn't think all "or" this was pure coincidence after they were implanted. They stated they had stage 2 sepsis, (B)(6), and were unable to walk, they were in bed for 5 weeks. Patient inquired how they would know if their device was defective. Patient stated they were peeing all over the place. Patient stated they were told that they needed to learn to urinate on their own. Patient reported they turned the device on and had it set on 2. They wanted to know how to stop urinating in their pants and then stated the ins might be interfering with their back. Patient added they did not request to have the device put in and they weren't sure what to do with the device. Caller was redirected to their healthcare provider to discuss having ins off or on regarding the above reported issues. Patient was going to contact their healthcare provider and they were going to attempt to increase stimulation. No further complications were reported or anticipated.